Event description:
It was reported that decreased sensing, high pacing lead impedanace and high threshold were observed. The lead was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.